Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 23-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving hydromorphone 2 mg for a total dose of 1.4081 mg/day, compounded baclofen 350 mcg for a total dose of 246.41711 mcg/day, and bupivacaine 20 mg for a total dose of 14.08098 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2019. The patient reported they presented to the emergency department (ed) on (B)(6) 2019 with uncontrolled pain and was admitted. On (B)(6) 2019 the patient reported no relief with personal therapy manager (ptm) activations. On (B)(6) 2019 the intrathecal (it) rate was decreased and increased the bolus dose and maximum activations. On (B)(6) 2019 the patient reported weakness along with uncontrolled pain. A catheter access port (cap) dye study was performed and the catheter could not be aspirated. On (B)(6) 2019 the catheter was spliced, replacing the spinal segment. Surgical observation revealed a kink at the catheter anchor. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was loss of therapeutic relief. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported it was unknown if the explant part of the catheter would be returned. No further complications were reported.